Event description:
It was reported that during an interventional procedure in an eccentric, heavily calcified proximal left anterior descending artery, after predilatation with a 2.0 x 15 mm balloon, the 3.0 x 15 mm xience v was advanced to the lesion but would not cross the lesion despite a few attempts. The physician felt resistance during retraction, due to the patient anatomy. A non-abbott 3.0 x 15 mm stent was used to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effect. The device was returned for analysis on (B)(4) 2012 and it was noted that there was a soft tip separation and the tip was not returned. It was confirmed with the facility that the tip was not left in the patient anatomy and facility was not aware of the tip separation. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. The tip was separated/detached at the distal seal and was not returned; however, a conclusive cause could not be determined. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.